Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. H3: product analysis found the customer's reason for return has been confirmed. The o-ring on the stim-2 has detached and therefore, the electrode cannot be inserted. Although, there no pins broken. The clips are loose. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that post-op, during testing on stim 2, it was noted that the hole to plug in the stim 2 was blocked. There was no s timulation. It appears there may be an internal rubber o-ring that has become dislodged causing a blockage. Stim 1 worked fine so unit could still be used but with limitations. Pins broken in the unit. There was no patient involvement.